Manufacturer narrative:
An event regarding an allergic reaction involving a duracon stem was reported. The event was not confirmed. The device was not returned for evaluation. Medical record records were not provided for review. Device history review. The device was manufactured and accepted into final stock with no discrepancies. Complaint history review. There have been no other similar events for the reported lot. The exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
Omt informed us about a legal case where a patient sued at the social court for recognition of a disability of 50% cause of a nickel allergy in combination with an implanted device. The used bone cement is a not a stryker product. The implanted device was a titanium coated knee. Omt needs to deliver details of the material specification for the products implanted. Since omt can only deliver material specifications for the coating, stryker needs to deliver the material specification for the uncoated implant. The product is marked under omt label and responsibility.

Event description:
Omt informed us about a legal case where a patient suit at the social curt for recognition of a disability of (B)(6) cause of a nickel allergy in combination with an implanted device. The used bone cement is a not a stryker product. The implanted device was a titanium coated knee. Omt need to deliver details of the material specification for the products implanted. Since omt can only deliver material specifications for the coating, stryker need to deliver the material specification for the uncoated implant. The product is marked under omt label and responsibility.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device implanted.